Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that system was exhibiting under-sensing with this right ventricular lead which resulted in over-pacing. Lead diagnostics are within normal limits. No adverse patient effects were reported. The rv sensitivity was reprogrammed to 0.5mv. No other adverse events have been reported. This product issue will be updated if additional information is received. Plan is to leave rv sensitivity to 0.5 mv. No reported patient symptoms.